Manufacturer narrative:
Device evaluation the phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the instrument manager to resolve reported issue. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. In addition, a document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Probable cause for the mechanical failure is wear and tear. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The surgery center was supplied with a loaner system. The account¿s phacoemulsification machine was sent out for repair. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system at surgery start. The customer, restarted the system twice but no gain. It was reported that there was patient involvement and that the patient treatment was delayed for two hours until back-up unit was used to complete the surgery. This report is for the second incident. A separate report is being submitted for the first incident.